Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes came with a mix of product types. This occurred on 100 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: in the packaging of the serum tube, is located a tube with an edta stopper.

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for incorrect cap color with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to incorrect cap color was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through CAPA#134494 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect cap color with the incident lot was observed. Evaluation of the customer samples was conducted and incorrect cap color was observed. Additionally, evaluation of the retain samples was conducted and incorrect cap color was not observed. Further investigation activities have been conducted through CAPA#134494 and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: CAPA#134494 was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes came with a mix of product types. This occurred on 100 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: in the packaging of the serum tube, is located a tube with an edta stopper.